Event description:
Moving ventilator causes circuit breaker to trip when compressor is in use. Also compressor fails to start and trips circuit breaker when line air is disconnected. Found loose wires at hour meter shorting to compressor.